Manufacturer narrative:
On march 2, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The following information has been updated on this form as per device received: field d1 for brand name has been updated to "mentor smooth round moderate profile" field d4 for catalog number has been updated to "3501640". Field d4 for lot number has been updated to "6462364". Field d4 for unique identifier( UDI) has been updated to "000081317001232". Field g4 for PMA/ 510(k) has been updated to "p990075". On march 16, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275ccbreast implant had a tear on the anterior view extending to the posterior view, measuring approximately 7.9 cm. Additionally, a crease/fold within the tear was identified on the anterior aspect. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation. The patient underwent bilateral explantation and replacement with catalog number 3502501bc; serial number (B)(4) on the left side, and with catalog number 3502501bc; serial number (B)(4) on the right side on (B)(6) 2021. This report is for the patient¿s left-sided device.